Event description:
The customer reported the device failed the operational check for therapy. There was no reported patient involvement.

Manufacturer narrative:
The therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy pca. A malfunction with the replaced therapy pca cannot be ruled out at the time of the reported event.

Event description:
It was reported to philips that the device failed the therapy portion of the operational check. There was no reported patient involvement.